Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx pre-pubic sling system one year ago. Reportedly, the patient has undergone multiple revisionary surgeries since then. In (B)(6), 2012, the physician reported that after a third revision, the patient is still complaining of pelvic pain. The patient's pain has not been resolved and is still in pain. All other information is unknown and reportedly unavailable.